Event description:
Device malfunction: thumb advancer resistance, detached exchange sheath. Time of reported event: during vessel closure. Symptoms/ae: exchange sheath removal, failure to achieve hemostasis. It was reported that a technician in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during sheath splitting, strong resistance was felt while advancing the thumb advancer and a portion of the exchange sheath detached in the vessel. The detached piece was snared using hemostats. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device code 1670: (against resistance): the starclose instructions for use (IFU) state, "note: do not advance the thumb advancer against excessive resistance." "Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair."